Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device is displaying error "ECG malfunctioning." There was no patient involvement.

Event description:
It was reported that the device is displaying error "ECG malfunctioning." The device was in use on a patient, however, there was no reported adverse impact to the patient.